Event description:
In 1997, I had a right total hip implant. The right hip was so successful that when the time came for my left hip to be done, I did not hesitate. My surgeon told me I would be receiving an even better prosthesis in my left hip. I had the surgery (B)(6) 2000 only to be in extreme pain for 8-10 weeks until, my surgeon discovered the acetabular component had slipped. I went in for revision surgery. I had constant pain in that hip pain for 8 years. Many visits and phone calls to the physician. After being told the results from each hip implant are not the same, I resigned myself to the pain. After 8 years the pain was so unbearable I had to have another revision. I received an implant with oil residue and had it replaced with metal on metal. I still have my right hip implant from 1997 and have not had any problems with it at all.